Event description:
Treatment of an avm (arteriovenous malformation). During onyx injection, it was reported that the physician had a difficult time visualizing the onyx as it came out of the marathon catheter and the catheter became entrapped. The distal tip of the catheter separated during retrieval and remained in the patient until the excision surgery in which it was removed with the onyx cast.same event as MDR# 2029214-2013-00181.no injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device was returned for evaluation, but did not contain enough solution for testing. Radio-opacity test was performed on the retained sample from the same lot and was found to be within specification. (B)(4).